Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited" error code 4154". No patient involvement reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that the pump had damaged lens, slight corrosion in battery compartment, missing battery spacer and bumper. Review of device history log identified reported error in the history. Functional testing included sensor testing. The pump gave no error during testing. The customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.